Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5182272.

Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited high pacing impedance. No intervention was reported. No patient consequences were reported.